Event description:
The initial reporter complained of a discrepant high result for 1 patient urine sample tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 6000 c501 module. The initial result was 44.2 mg/l. The repeat result was 23.8 mg/l.

Manufacturer narrative:
The albt2 reagent lot number was 758117 with an expiration date of 31-jul-2025. A general reagent issue can be excluded as calibration and qc were acceptable. On 02-sep-2024 the field service engineer (fse) found the sample probe in the washing position of the wash station needed to be adjusted. After adjusting the sample probe, the customer had no further issues. The service actions resolved the issue.